Manufacturer narrative:
The x8-2t transducer was replaced to address the customer's immediate concerns. A thorough investigation was performed to determine the cause of the reported problem. The analysis could not confirm the reported problem as it passed high potential and leakage tests. Pinholes in the sheath were confirmed, but these pinholes did not cause a leakage failure. However, a teardown of the transducer did identify several cosmetic defects. These cosmetic defects include corrosion in the connector, a missing ellipse ring, and holes in the sheath. There is no design defect, and further action is not being taken at this time.

Event description:
It was reported that the x8-2t probe has pinholes and is not passing the ground leak test. The probe was associated with the epiq cvxi ultrasound system at the customer¿s site. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.